Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that ECG is not recognized through pads in manual mode. There was no report of adverse patient impact.